Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Aseported: "the tip of the extractor broke off during extraction of asnis 4.0."

Event description:
Aseported: "the tip of the extractor broke off during extraction of asnis 4.0.".

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the identification of the returned device was confirmed based on the catalog # and the lot number marked. The broken fragment was not returned. The visual inspection shows the received device shows signs of normal usage. The tip breakage can be confirmed. The absence of plastic deformation and the presence a smooth surface show a sudden brittle fracture, most likely due to high torsional and bending overload. The fracture face is diagonal, showing the device was exposed to high lateral forces when it broke. However, it cannot be excluded that residual stress from earlier usage also contributed to the breakage. Furthermore, a hardness test according to rockwell on the returned item shows the material being by the values in the material specification. A review of the device history for the reported lot did not show any abnormalities. No corrective actions are needed currently. A review of the labeling did not show any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The breakage shows typical signs of torsional and bending overload applied on the extractor during the surgery. If more information is provided, the case will be reassessed.